Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported aviva blood glucose results of 451 mg/dl, 401 mg/dl, 498 mg/dl, and 107 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.